Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. Atrial lead demonstrated loss of capture for model: 5076-52 sn: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).